Event description:
This is a report of a patient who experienced a break in aseptic technique that resulted in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent and mild abdominal pain as a result of the peritonitis. The patient was treated with vancomycin (2g, ip, frequency not reported) and fortaz (1g, ip, frequency not reported). At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.